Manufacturer narrative:
The battery was returned for evaluation.  The reported "poor mechanical connection" could not be duplicated at the bench level.  The connection and the locking and clicking mechanism of the battery were tested on a charger and a controller and no anomalies were found. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications.  The device passed external visual inspection but failed functional testing as a result of the battery found unable get charged or run a controller due to a cell pair that was found open when measuring the voltage. Supplemental testing revealed that the open cell pair was due to a bad welding. This observation is considered not related to the reported event and was most likely caused by a manufacturing defect. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer has opened an internal investigation to evaluate these issues.

Event description:
It was reported per the vad coordinator that there was a poor battery connection to the controller. The "click" can not be heard while connecting the battery. Vad coordinator decided to change the battery.